Event description:
Identical ventilator failures in 3 different anesthesia machines within 8 day period. Manufacturer replaced ventilators with upgraded unit. All machines were received at the same time.